Manufacturer narrative:
The delivery pusher was returned and confirmed to have the implant detached. The evaluation of the delivery pusher showed excessive force was used which likely led to the coil becoming detached. (B)(4).

Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
Coiling treatment was conducted of a vessel. During positioning, it was observed the coil was not moving within the microcatheter. The coil prematurely detached and was removed with the microcatheter successfully. No injury was reported with the pt as a result of the procedure.